Manufacturer narrative:
Manufacturing site: (B)(4). The reported astato xs 40 was returned for evaluation. The coil of the returned astato xs 40 was found fractured at the tip solder. Distal to the mid solder (set at 15mm from the tip for the purpose of fixing the coil onto the core), the coil was found loosened and gathered distally, exposing the underlying core. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the above investigation outcome, it was presumed that torsion generated with torqueing manipulation had most likely contributed to the observed coil fracture on the returned astato xs 40. The applied stress would accumulate on the tip and exceed the product design limit when the tip end was being caught and restricted its movement by the cto, making the coil become loosened at the tip solder and the mid solder where the coil was fixed, and eventually fractured. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
It was reported that an asahi astato xs 40 guide wire was used during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the anterior tibial artery (ata). During wire manipulation, angiography revealed that there was a gap on the radiopaque segment of the astato xs 40. When the astato xs 40 was removed, the coil of the guide wire was found fractured. The guide wire was then replaced to resume the procedure. Plain old balloon angioplasty (poba) was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event.